Event description:
It was reported that a patient developed a vitreous hemorrhage secondary to retinal detachment approximately six months after cataract surgery. A vitrectomy was performed along with endolaser and c3f8 gas injection on (B)(6) 2011. The patient's iop elevated to 42 mmhg postoperatively. The patient's preoperative m/r was -7.00 +1.50 x180 with bcva of 20/40-. The patient's bcva was 20/50 on (B)(6) 2012 with central anterior iol surface opacification. Postoperative anti-inflammatory and antibiotic regimen consisted of omnipred 1%, ketolorac .4%, and vigamox. The surgeon did not know the cause of the event. According to the surgeon, the patient was informed that he might need an iol exchange. The patient was referred to a second opinion.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.